Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing, far field r-wave (ffrw) oversensing and low p waves. It was noted that the patient experienced bradycardia. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible undersensing. It was noted that the patient experienced bradycardia. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.